Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and infrarenal stent graft in 2012. Patient was noted with an endoleak type iiib and sac growth. On (B)(6) 2018, the patient underwent a reline with a non-endologix device. It was reported that the patient did well after the procedure. As of this report, no additional patient sequalae has been report.